Event description:
Pt had pacemaker battery and lead change performed in 2006. Pt presented in emergency department 3 days later with chest pain and found to have a malfunctioning generator with high resistance. He was taken to the operating room where he underwent change of pacemaker battery and removal of old battery.